Event description:
Patient was implanted with the nalu peripheral nerve stimulator 07sept2022 in texas. Patient subsequently moved to missouri and the new doctor there reported the skin errosion and lack of pain relief. The nalu system was explanted on 01feb2023. Nalu rep was not present during the procedure.